Event description:
During the novasure endometrial ablation, the physician was having difficulty seating the disposable device. The device was removed and a hysteroscopy was performed. The physician saw a uterine perforation (size unk). The pt did not receive any medical or surgical intervention for the perforation. On (B)(6) 2012, it was reported that the ¿pt was admitted into the hospital for observation [only] on (B)(6) 2012 and discharged on (B)(6) 2012. The pt is currently doing ¿fine¿. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).